Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lower anterior resection, for the first firing of the rectum resection, the reload was connected to the device and an attempt to fire was made but the device did not fire. The reload was reconnected and another attemptto fire was done but the device still did not fire. Another device was used to complete the case. It was stated that the surgical time was extended by less than 30 minutes. There was no patient injury.